Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to partially detached end cap on the motor side. Unable to perform the occlusion, basic occlusion and excessive no delivery test due to the insulin pump being unable to prime. The insulin pump was received with no battery installed. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, keypad overlay texture damage and minor scratched lcd window. Data analysis: there was no data listed for the date of 12/20/2015 due to pump being received without battery installed.

Event description:
It was reported that the customer passed away in a hospital due to kidney failure and urinary tract infections. The customer was hospitalized on (B)(6) 2015. The customer also had copd and infection of the c disc. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected fifty-four days prior to death, due to illness. The customer was in a rest home and they did not know how to operate the insulin pump; the customer was being treated with manual injections. The customer did not use sensors. The caller agreed returning the insulin pump for analysis and stated that there was a battery in the device, but it was dead.